Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer received bd¿ slip-tip syringe(s) with missing plungers and tops. The syringes were not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Correction: date received by manufacturer: 05/04/2018.

Event description:
It was reported that the customer received bd¿ slip-tip syringe(s) with missing plungers and tops. The syringes were not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: a total of 44 loose 10ml s/t syringes was received, reported to be from batch #7111555 (p/n 301030). The samples were visually evaluated. The 44 syringes were found to have no stopper on the plunger rod. DHR review for batch 7111555 (p/n 301030): manufacturing dates: 05/20/2017 to 05/22/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. No quality notification were issued related to the complaint defect. No stoppers on plungers were detected during the manufacture of this batch. Adjustments were made before production resumed. Batch 7111555 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs indicate an issue with stopper vibratory feeder system. The issue was corrected by identifying and replacing the malfunctioning part. Possible root cause, the missing stopper defect is likely due to vibratory feeder issue during the assembly process. As corrective action, the defective part was replaced when the issue was observed during production. (B)(4), which is well within the quality limits. No additional actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.